Event description:
It was reported that the pt was unable to adjust stimulation. It was unknown whether the event was attributed to the implantable neurostimulator system, however, the pt underwent a battery replacement into the abdominal cavity that delivered poor results. No injury was reported.